Event description:
It was reported by repair work order that the jack was stuck raised and could not be lowered unless weight was applied due to bent actuator rod. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.